Manufacturer narrative:
Our ref. No. Is qn (B)(4). This event covers patient 3 out of 3, with identical descriptions (our refence numbers: qn (B)(4). During a neurosurgery procedure of unknown kind, it was reported that one day after the hypothalamus neuro procedure patient observed runny nose - flegm and blood presented. Patient is without any complications at the moment based on the current information, it cannot be excluded that surgiflotm kit classic, ms0010, may have had a role in the course of the event, and the event is therefore reportable.

Event description:
"It was reported that one day after the hypothalamus neuro procedure patientobserved runny nose - flegm and blood presented. Patient is without anycomplications at the moment."the device is not available for evaluation. Clinical questions have been asked.addition information received state that: a full syringe was used, trombin was used for mixing and the product was not removedwhen hemostasis was achieved.

Manufacturer narrative:
Our ref. No. Is (B)(4). This event covers patient 3 out of 3, with identical descriptions. During a neurosurgery procedure of unknown kind, it was reported that one day after the hypothalamus neuro procedure patient observed runny nose - flegm and blood presented. Patient is without any complications at the moment based on the current information, it cannot be excluded that surgiflotm kit classic, ms0010, may have had a role in the course of the event, and the event is, therefore, reportable.

Event description:
"It was reported that one day after the hypothalamus neuro procedure patient observed runny nose - flegm and blood presented. Patient is without any complications at the moment." The device is not available for evaluation. Clinical questions have been asked.